Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. In an attempt to clear the alarm, the customer changed the infusion site and cartridge the customer's blood glucose (bg) level was 400 mg/dl. The customer disconnected from the pump and reverted to insulin injections to manage diabetes. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.